Event description:
The patient contacted animas on (B)(6) 2012 reporting that they went swimming with the pump and now the pump has no power. The patient stated that they took out the battery and found moisture and possible corrosion. The patient confirmed that they never changed the battery cap. The patient confirmed there is no trauma to the pump and no observed cracks in the pump casing. There was no rips, tears or peeling of the rubber keypad. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the black box recorded replace battery alarms and call service alarms. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. A pump rewind, load and prime steps were completed with no power loss. Evaluation revealed visible moisture in the display. There was corrosion found in the battery compartment and on the battery cap spring. The leak test failed due to battery compartment crack and display lens leak. The pump was removed from the case and it was found that the battery connections to power circuit, force sensor and vibrator motor were corroded. One height measurement of the battery cap was not within specifications.